Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope exhibited a visual field abnormality (similar to a shadow creeping in). The issue occurred during setup or inspection prior to use (in-room setup, before the patient entered). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure in the adhesive material of the objective lens, shadow creep in, the objective lens was contaminated, the universal cable was scratched, the rigid tube was dented, the rigid tube was bent and the video connector contact was corroded. Based on the results of the investigation, regarding the allegation of the customer, the visual field abnormality was due to a failure in the adhesive material of the objective lens. And for the newly identified malfunctions mentioned above, the cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.